Manufacturer narrative:
The differences in the values generated with different assays from roche diagnostics, abbott and siemens, relate to differences in the setups of the assays, the antibodies used, and differences in the standardization materials and procedures used. Results measured with elecsys® are consistent with the results measured with siemens centaur. The values of tsh measured with abbott architect differ in their clinical interpretation, but the values are found at the border range and comparable. From the information provided and the analysis thereof, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tsh elecsys cobas e 200 results for 1 patient sample on a cobas 8000 cobas e 602 module, serial number (B)(4). Refer to the highlighted section on attachment "(B)(4)" for the patient results. The results were reported outside of the laboratory.